Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The device lamp was replaced in the past year. It is likely the faulty printed circuit board was damaged by age deterioration, since more than eight years have passed since manufacture.

Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection it was observed that there were scope communication issues with the device. These were attributed to a faulty printed circuit board.

Event description:
As reported for this issue, during set up for a diagnostic procedure the device did not yield ay image when hooked up with the 190 series scopes. The serial number and model number of the scopes was displayed but no picture. There is no patient involvement.